Event description:
Leak from a clave y-site due to a tubing separation. No specific clinical information was avaiable, but it was reported that the problem was noted during priming with an unspecified hydration solution. There were no reported adverse patient effects or delays in critical therapy. Multiple attempts were made to obtain further information, but no further information was provided.